Manufacturer narrative:
Event date: exact date unknown, event occurred in 2015. Explant date: explanted in 2015. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 18462202.

Event description:
It was reported that the patient was not getting adequate pain relief. The patient underwent explant procedure. No further information has been obtained despite good faith efforts.